Event description:
On (B)(6), 2023, lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio flex meter was reading inaccurately erratic. This complaint was classified based on information obtained by the customer care agent (cca) during the initial call and additional information obtained when the cca listened to the call recording. The patient was unable to recall when the alleged inaccuracy issue first occurred. The patient claimed obtaining repeated blood glucose readings of ¿170 mg/dl¿ or ¿over 170 mg/dl¿. The tests were performed within an unknown time of each other; however, the patient did state that it ¿doesn¿t matter if 5 hours have passed, the meter always gives the same result¿. It is not known what medication, if any, the patient takes to manage their diabetes; however, they did advise the cca that in response to the alleged inaccuracy issue, they consumed less food and/or drink. The patient reported that an unspecified time after the alleged issue occurred, they developed symptoms of feeling ¿dizzy, hungry and starving.¿ there was no report of medical intervention for an acute blood glucose excursion. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly at the time of testing, that an approved sample site was used to obtain the results and that the patient was following the correct testing procedure. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that at the time of the call, the reporter did not have control solution available to test the subject system. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms which may be indicative of a serious injury adverse event for an acute blood glucose excursion. The alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the reported event.